Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device damage. The scope was serviced and returned to the user facility. The exact cause of the reported event could not be determined; however, the most probable cause could be attributed to the operator¿s technique. The instruction manual for use states, ¿to prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not twist or bend the bending section with your hands. Equipment damage may result.¿

Event description:
Olympus was informed that towards the end of a cystoscopy left retrograde ureterescopy, laser lithotripsy with stent removal and replacement procedure, the scope fibers were poking through. There was no injury to the patient. The scope was removed from service after the intended procedure.

Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation found a sharp metal pin protruding through the bending section rubber measuring approximately 7mm from the proximal end of the bending section adhesive. In addition, the bending section cover was removed and found the bending section skeleton broken. Foreign materials were also noted on the bending section skeleton. To add, a microscope was used and noted evidence of stress at the breaking point of the bending section skeleton.